Event description:
It was reported to gore a 48mm gore® cardioform asd occluder was selected to treat an atrial septal defect. The device slipped off the septum and was removed due to the apposition issue. A second 48mm gore® cardioform asd occluder was selected and implanted. It was reported that after a couple of hours post implant, echocardiogram showed a pericardial effusion. Pericardiocentesis was performed to treat the effusion; however, several hours later the effusion returned and the patient was taken for surgical repair. It was reported the device remains implanted the patient is doing well.

Manufacturer narrative:
Patient weight was requested but was not available. The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: significant pleural or pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.